Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they lost their recharger, belt, and ac power supply. Caller stated they haven't used the implant in over a year because they lost everything but the controller while moving and haven't been able to charge. Caller said they've been looking everywhere for it and have been needing the therapy but didn't know who to call. Caller noted that they have to go have an MRI at mayo clinic and need this charged up for it. Caller mentioned that they spoke with a lady at the hospital who gave them a phone number to call. Caller added that they've been working with mdt rep (B)(4) who said to call patient services for replacement parts. Caller added that (B)(4) wants them to get the implant switched out for a newer model. Caller noted they don't want to have surgery because it just about killed them getting this implant due to having so much pain where they broke the bone. An email was sent to the repair department to replace the lost items. Agent documented reported information. Redirected caller: other (document in note).